Manufacturer narrative:
Details of complaint: the customer's it / is reported that data from the bedside monitor (bsm) was not sending to the emr, and then later stated that the central nurse's station (cns) was in comm loss. This was found to be an issue with the network switch, which was rebooted to resolve the issues. No patient harm or injury was reported. Investigation summary: the root cause is determined to be the facility's network environment. The network switch was rebooted, which resolved the issue. Both issues, no data to the emr, and the comm loss at the cns are a result of network failure. A review of the serial number history shows one reoccurrence of this issue on 09/22/2021. The result of that investigation found the failed network switch to be the root cause and the switch was replaced. Possible causes of network failure are ungraceful shutdown. An unexpected shutdown can be caused by power outages, brown outs, a depleted battery, a removed power cord, or by accidentally hitting the power button. Sudden power outages, power surges, abnormal shutdowns, viruses, a complete system crash, or updating errors, all of these could cause communication disruption between the server and the cns as well as communication between the cns and monitored devices.

Event description:
The customer's it / is reported that data from the bedside monitor (bsm) was not sending to the emr, and then later stated that the central nurse's station (cns) was in comm loss. This was found to be an issue with the network switch, which was rebooted to resolve the issues. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Bedside monitor(s) model: bsm-6501a, sn: ni. Bedside monitor(s) - bsm-1700 series, model: ni, sn: ni.

Event description:
The customer it/ is reported that the bedside data was not going to the emr, and then later stated that the central nurse's station (cns) was in communication loss. This was found to be an issue with the network switch and that they were rebooted which resolved the issues. No patient harm was reported.